Event description:
According to the reporter, a patient with polycystic kidney disease, hypertension, and end-stage renal failure was presented to the peripheral dialysis unit for usual dialysis. A clot was found on the CT (computed tomography) neck (left jugular) on january 18, 2024, but anticoagulation was not started until a thrombus confirmed with ultrasound on january 19, 2024 that might made the clot associated with the catheter, as per interventional radiology advice. Tunneled left internal jugular venous catheter in situ, tip not visualized. No contrast opacified the small caliber left internal jugular vein proximally, and appearances were highly suspicious for thrombus. The partially visualized svc (superior vena cava), brachiocephalic veins, and right internal jugular vein enhanced normally. The neck ultrasound report on january 19, 2024, showed that there was a short segment (approximately 5 cm) of thrombus seen in the distal left internal jugular vein, superior to the dialysis line. Normal patency of the subclavian vein. Chest pa (posteroanterior) showed that the left central venous catheter was in situ (this had been repositioned since examination on december 9, 2023). Normal cardiomedistinal contour. The lungs were clear. They initiated warfarin anticoagulation and IV (intravenous) unfractionated heparin bridging due to the line-related clot. Heparin treatment commenced on january 19, 2024, with 15000 units s/c (subcutaneous injections) of heparin twice daily. Warfarin treatment started on january 19, 2024, with 10 mg (milligrams) as part of the fast-initiation protocol. Heparin was increased to 16000 units b/d (twice daily) as per anti-factor x levels on january 21, 2024. On january 22, 2024, inr (international normalized ratio) was 2.1 and heparin stopped. The line was cleaned with saline and povidone and dressed with inadine, gauze, and IV 3000. There was no mention of thrombus on the interventional radiology report from the line exchange on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.